Event description:
A hospital in (B)(6) reported that water leakage occurred between the water feed tube and the bag spike on an mr290 autofeed humidification chamber during set up.

Manufacturer narrative:
(B)(4). Method: the feedset and spike was returned for evaluation, however, the attached chamber was not. Photographs were provided by the customer. A visual inspection was performed on the returned complaint feedset and spike. Results: the visual inspection revealed that sufficient glue was present around the spike tubing connection, but that the glue was only partially bonded. A lot check revealed no other complaints of this nature for this lot number. Conclusion: we were unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production, likely as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).